Event description:
The MFR received info alleging a pt was experiencing respiratory distress while on a ventilator. The pt was transported to a hospital and later expired. There was no allegation of device malfunction. The ventilator was returned to the MFR for investigation. The device passed all testing and was found to operate and audibly alarm as designed. No malfunctions or deficiencies of the ventilator were identified. The ventilator's event log was reviewed and no errors which would indicate a device or alarm malfunction were present. The device's event log also indicated the ventilator alarmed numerous times with low minute ventilation and check circuit alarms. These alarms may have occurred due to a change in the pt's condition or a problem with the pt circuit during the reported event.

Manufacturer narrative:
The MFR concludes the ventilator operates and alarms as designed. No further action required.